Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the physician suspected a cerebrospinal fluid leak during the trial procedure to implant the lead. The physician decided to remove the lead, and the procedure was discontinued. Follow up identified the patient had a headache after the procedure. It was reported the headache resolved after the patient slept for a few hours. No further symptoms were reported.